Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; keyboard was out of electrical specification (the off, menu, pause, lock, and select buttons were not working). Analysis also found the upper case, lower case, and one side bail cover were broken. One side bail cover, one side bail, lcd (liquid crystal display) screw, and battery drawer o- ring were missing. Battery release was contaminated, battery contacts were compressed, and the lcd display was out of electrical specification. (B)(4).

Event description:
It was reported there was no image on the lower screen (not illuminating any pixels) / will not power off. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.